Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low blood glucose events following meal announcements that were delayed, entered while glucose was low or rapidly falling, or selected with incorrect meal sizes, with one documented glucose of 56 mg/dl treated with oral glucose candy and a separate glucose of 308 mg/dl without symptoms. Symptoms included feeling lightheaded and foggy during the hypoglycemic episode. Outcomes included user self-treatment with oral glucose and continuation of device use without medical evaluation or hospitalization. Investigation included review of device data and user reports. Investigation of this case revealed user-related factors, specifically late or inappropriate meal announcements and incorrect selection of meal size categories, contributing to postprandial hypoglycemia. It was concluded that the device functioned as designed and that user education on announcing meals when in range and stable and selecting appropriate meal sizes is indicated.